Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned. No other accessory components were returned. Upon visual analysis, the anchor was partially exposed at the distal tip and the collagen appeared slightly swollen. The bypass tube was located over the anchor. A kink was noted over the body of the carrier tube assembly. The deployment sleeve of the device was in a forwarding lock position. Based on the return device, the complaint could be confirmed for the kinked carrier tube. Forceful or off axis removal of the carrier tube while pulling it from the pouch, without completely opening the pouch, may result in damage as seen on the returned device. Since the polyfoil pouch wasn't returned for evaluation, exact cause of the kink cannot be determined at this point. Swollen collagen could be a result of the longer exposure to moisture. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the 8f angio-seal 8f device came out of the package bent. The device was not used. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 05march2021: the device was not used on the patient and was returned for analysis. The procedure was a left heart catheterization. The angio-seal itself was bent when they opened the sterile pouch.